Manufacturer narrative:
Follow-up # 1 date of submission 11/18/2013 - device evaluation:the pump has been returned and evaluated by product analysis 11/08/2013 with the following findings:the keypad button symbols were found to be worn; there was no peeling or damage observed. During testing, all keypad buttons were found to be intermittently unresponsive. There was evidence of contamination found under all key contacts. There was visible moisture found on the keypad flex and connector. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. A test display was inserted and found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the keypad buttons were unresponsive. The reporter stated that all keypad buttons are difficult to press. The issue was noticed a "few weeks" prior to the complaint. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.